Event description:
It was reported that during a da vinci-assisted bariatric procedure, the customer contacted the technical support engineer (tse) to report an error on arm 1. The customer stated that the system was requesting to disable the arm. The customer attempted to power cycle, but the arm 1 was still faulting. While the tse was reviewing logs, the site power cycled the system again and stated that there is a 319 fault on arm 1. The customer stated that they need all 4 arms for this case and was going bring in another patient side cart (psc). The customer placed the tse on a brief hold while the psc swap took place. The tse was able to confirm the 319-error pointing to the axes controller (acc) board within the universal surgical manipulator (usm). The customer came back on the line after swapping the psc and stated that everything is working now with other psc. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and no additional information was received.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable error on arm 1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the universal surgical manipulator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the usm and performed the failure analysis (fa). The error 31199, coupled with errors 31226, 32114, 319, and 40084 on usm was confirmed as having occurred in the field but not replicated in-house. The usm was tested on an in-house system with no triggered errors. The usm was also tested on a patient side cart fixture test platform (pftp) where the fiber, direction, check all boards, sensor check, sin cycle, and brake test all passed. As a precaution, the rolling loop assembly will be replaced. The complaint regarding non-recoverable error on arm 1 was confirmed by field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: the patient side cart (psc) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with another psc. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.